Event description:
It was reported that the insulin pump experienced an electrostatic discharge and had an unresponsive keypad. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to a corroded keypad trace. The insulin pump was received with a cracked display window and a cracked case at the display window corners.